Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device upn and lot number. Therefore, the device manufacture and expiration dates are unknown. Block h6: problem code 1069 captures the reportable event of fiber broke. Block h10: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. Block h10: additional information was received on 12dec2018. Blocks b5, d4 (model number, UDI), d8, e1 (initial reporter phone), and h6 (patient codes) have been updated.this supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/20/2018 08:34 am CT.the report number is being corrected from: 3005099803-2018-62068 to: 3005099803-2018-61693

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 200 laser fiber was opened for use in an ureteroscopy procedure in the ureter performed on (B)(6) 2018. According to the complainant, the laser fiber broke just after firing. The procedure was completed with another flexiva 200 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation on november 8, 2018 that a flexiva 200 laser fiber was opened for use in an ureteroscopy procedure in the ureter performed on (B)(6) 2018. According to the complainant, the laser fiber broke just after firing. The procedure was completed with another flexiva 200 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). Block h10: the device has been received but an evaluation has not yet been performed; therefore, a failure analysis is not available. If there is any further relevant information received, a supplemental MDR will be filed. Block h10: additional information was received on 07jan2019. Blocks d4 and h4 (lot number, device manufacture date, and expiration date) have been updated.

Event description:
It was reported to boston scientific corporation on november 8, 2018 that a flexiva 200 laser fiber was opened for use in an ureteroscopy procedure in the ureter performed on (B)(6) 2018. According to the complainant, the laser fiber broke just after firing. The procedure was completed with another flexiva 200 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Problem code 1069 captures the reportable event of fiber broke. Investigation results: the fiber was returned broken into two pieces. The first piece measured approximately 148.9 cm from the top of the connector to the break. This piece included kinks. The second piece measured approximately 169.7 cm from the break and included the entire distal tip. Visual examination reveals that the exposed glass fiber tip measures approximately 3.5 mm and appears unused. Examination under magnification confirms that the tip is unused. The condition of the returned device confirmed that the fiber was broken. Review and analysis of all available information indicated that the root cause is manufacturing deficiency. A complaint with a cause of manufacturing deficiency indicates that the problems were traced to the manufacturing process. An investigation was completed to address this issue which identified the most probable root cause of the fiber break as handling during the manufacturing process caused by the supplier manufacturer. A DHR (device history record) review was performed and did not identify evidence of deviations or non-conformances in the manufacturing processes that could contribute to the complaint.

Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number. Therefore, the device manufacture and expiration dates are unknown. (B)(4). According to the complaint, the suspect device is not available for return. If any further relevant information is received, a supplemental dr will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva laser fiber was opened for use in an unknown procedure performed on (B)(6) 2018. According to the complainant, the laser fiber broke just after firing. The procedure was completed with another laser fiber. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.